Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ pain: unable to observe as it is not related to the device. Gel bleed: not observed since no gel is out of the device and the weight is within specification. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional later reported "intracapsular rupture" per MRI and "there did not appear to be an acute rupture to the naked eye, however, there was significant folding of the breast implants" and "breast pain." Device has been explanted.

Event description:
Healthcare professional later reported "intracapsular rupture" per MRI and "there did not appear to be an acute rupture to the naked eye, however, there was significant folding of the breast implants" and "breast pain." Device has been explanted.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.